Event description:
It was reported that during a follow-up, lead dislodgement was observed. The lead was extracted and replaced after repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.